Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation (fallopian tube(s))/ migration of essure device location of device: left fallopian tube") and device dislocation ("migration of the device-location of device: left side / failure to occlude (close) fallopian tubes, malposition of essure device, migration of essure device") in a 34-year-old female patient who had essure (batch no. 627299) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included retained products of conception. Concomitant products included ibuprofen (advil), oral contraceptive nos, paracetamol (tylenol) and salbutamol (albuterol). In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"), pyrexia ("fever") and abdominal pain ("abdominal area pain"). On (B)(6) 2009, 3 months 3 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("left lower abdominal area"), hormone level abnormal ("hormonal changes"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (open laproscopy retrieval of inner essure coil on the left side), surgery (open laproscopy retrieval of inner essure coil on the left side) and surgery (device removal due to complications from essure device). Essure was removed. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, menstrual disorder, dyspareunia, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, the last episode of dysmenorrhoea, vaginal discharge, pyrexia, fatigue, abdominal pain and abdominal pain lower outcome was unknown and the hormone level abnormal, depression and anxiety had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device breakage, device dislocation, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, nausea, pyrexia, vaginal discharge, vaginal haemorrhage, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: it was reported that she underwent tubal ligation and device removal due to complications from the essure device. On (B)(6) 2009 patient undewent bilateral tubal ligation using the falope rings through an open laparoscopy, retrieval of inner essure coil on the left side. Insertion details-on the right side the essure was placed in the right tube but then. Removed because too many coils (re than 18 coils) were seen trailing in the endometrial cavity. 06 e second. At the end of the procedure the ends of the coils could be seen both tubes inside the ostia but no coils trailing in the endometrial cavity. Diagnostic results: (B)(6) 2009 : hysterosalpingogram : failure toocclude (close) fallopian tubes, malposition of essure device, migration of essure device. The essure had to be removed through emergency surgery. Hysterosalpingogram : distally located left essure device with contrast extending into the left fallopian tube with subsequent spillage. Most recent follow-up information incorporated above includes: on 23-jul-2018: plaintiff fact sheet received. Events per pfs: hormonal changes, depression and mental anguish. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation (fallopian tube(s))/ migration of essure device location of device: left fallopian tube") and device dislocation ("migration of the device-location of device: left side / failure to occlude (close) fallopian tubes, malposition of essure device, migration of essure device") in a 34-year-old female patient who had essure (batch no. 627299) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included retained products of conception. Concomitant products included ibuprofen (advil), oral contraceptive nos, paracetamol (tylenol) and salbutamol (albuterol). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"), pyrexia ("fever") and abdominal pain ("abdominal area pain"). On (B)(6) 2009, 3 months 3 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In december 2009, the patient experienced fatigue ("fatigue"). In december 2010, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("left lower abdominal area"), hormone level abnormal ("hormonal changes"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (open laparoscopy retrieval of inner essure coil on the left side), surgery (open laparoscopy retrieval of inner essure coil on the left side) and surgery (device removal due to complications from essure device). Essure was removed. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, menstrual disorder, dyspareunia, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, the last episode of dysmenorrhoea, vaginal discharge, pyrexia, fatigue, abdominal pain and abdominal pain lower outcome was unknown and the hormone level abnormal, depression and anxiety had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device breakage, device dislocation, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, nausea, pyrexia, vaginal discharge, vaginal haemorrhage, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: it was reported that she underwent tubal ligation and device removal due to complications from the essure device. On (B)(6) 2009 patient underwent bilateral tubal ligation using the falope rings through an open laparoscopy, retrieval of inner essure coil on the left side. Insertion details-on the right side the essure was placed in the right tube but then. Removed because too many coils (re than 18 coils) were seen trailing in the endometrial cavity. 06 e second. At the end of the procedure the ends of the coils could be seen both tubes inside the ostia but no coils trailing in the endometrial cavity. Diagnostic results: (B)(6) 2009 : hysterosalpingogram : failure to occlude (close) fallopian tubes, malposition of essure device, migration of essure device. The essure had to be removed through emergency surgery. Hysterosalpingogram : distally located left essure device with contrast extending into the left fallopian tube with subsequent spillage quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation (fallopian tube(s))/ migration of essure device location of device: left fallopian tube'), device dislocation ('migration of the device-location of device: left side / failure to occlude (close) fallopian tubes, malposition of essure device, migration of essure device') and uterine perforation ('perforation') in a 34-year-old female patient who had essure (batch no. 627299) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included retained products of conception. Concomitant products included ibuprofen, oral contraceptive nos, paracetamol (tylenol) and salbutamol (albuterol). In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"), pyrexia ("fever") and abdominal pain ("abdominal area pain"). On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 months 3 days after insertion of essure. On (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), abdominal pain lower ("left lower abdominal area"), mood swings ("hormonal changes/ mood swings"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery ((B)(6) 2009 bilateral tubal ligation us open laparoscopy, retrieval of inner essure coil on left side and (B)(6) 2009 bilateral tubal ligation us open laparoscopy, retrieval of inner essure coil on left side.). Essure was removed on (B)(6) 2009. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, uterine perforation, menstrual disorder, dyspareunia, migraine, headache, nausea, vaginal discharge, the last episode of dysmenorrhoea, pyrexia, fatigue, abdominal pain and abdominal pain lower outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the mood swings, depression and anxiety had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device breakage, device dislocation, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pyrexia, uterine perforation, vaginal discharge, vaginal haemorrhage, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. No further causality assessment were provided for the product. The reporter commented: it was reported that she underwent tubal ligation and device removal due to complications from the essure device. On (B)(6) 2009 patient undewent bilateral tubal ligation using the falope rings through an open laparoscopy, retrieval of inner essure coil on the left side. Insertion details-on the right side the essure was placed in the right tube but then. Removed because too many coils (re than 18 coils) were seen trailing in the endometrial cavity. 06 e second. At the end of the procedure the ends of the coils could be seen both tubes inside the ostia but no coils trailing in the endometrial cavity. Injuries or symptoms were not decreased or resolved following essure removal. Treatment received for pain, breakage,bleeding, perforation, migration. Diagnostic results: (B)(6) 2009 : hysterosalpingogram : failure toocclude (close) fallopian tubes, malposition of essure device, migration of essure device. The essure had to be removed through emergency surgery. Hysterosalpingogram : distally located left essure device with contrast extending into the left fallopian tube with subsequent spillage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation (fallopian tube(s))/ migration of essure device location of device: left fallopian tube") and device dislocation ("migration of the device-location of device: left side / failure to occlude (close) fallopian tubes, malposition of essure device, migration of essure device") in a 34-year-old female patient who had essure (batch no. 627299) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included retained products of conception. In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"), pyrexia ("fever") and abdominal pain ("abdominal area pain"). On (B)(6) 2009, 3 months 27 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("left lower abdominal area"). The patient was treated with surgery (open laproscopy retrieval of inner essure coil on the left side) and surgery (device removal due to complications from essure device). At the time of the report, the device breakage, fallopian tube perforation, device dislocation, menstrual disorder, dyspareunia, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, the last episode of dysmenorrhoea, vaginal discharge, pyrexia, fatigue, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device breakage, device dislocation, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pyrexia, vaginal discharge, vaginal haemorrhage, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: it was reported that she underwent tubal ligation and device removal due to complications from the essure device. On (B)(6) 2009 patient underwent bilateral tubal ligation using the falope rings through an open laparoscopy, retrieval of inner essure coil on the left side. Insertion details-on the right side the essure was placed in the right tube but then. Removed because too many coils (re than 18 coils) were seen trailing in the endometrial cavity. 06 e second. At the end of the procedure the ends of the coils could be seen both tubes inside the ostia but no coils trailing in the endometrial cavity. Diagnostic results: (B)(6) 2009 : hysterosalpingogram : failure too close (close) fallopian tubes, malposition of essure device, migration of essure device. The essure had to be removed through emergency surgery. Hysterosalpingogram : distally located left essure device with contrast extending into the left fallopian tube with subsequent spillage most recent follow-up information incorporated above includes: on 18-may-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines, headaches, nausea, dysmenorrhea (cramping), perforation (fallopian tube(s)), vaginal discharge, dysmenorrhea (cramping), fever, fatigue, abdominal area pain, device breakage, left lower abdominal area", reporter, lot number added from pfs. Lab data added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation (fallopian tube(s))/ migration of essure device location of device: left fallopian tube") and device dislocation ("migration of the device-location of device: left side / failure to occlude (close) fallopian tubes, malposition of essure device, migration of essure device") in a 34-year-old female patient who had essure (batch no. 627299) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included retained products of conception. Concomitant products included ibuprofen (advil), oral contraceptive nos, paracetamol (tylenol) and salbutamol (albuterol). In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"), pyrexia ("fever") and abdominal pain ("abdominal area pain"). On (B)(6) 2009, 3 months 3 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain lower ("left lower abdominal area"), mood swings ("hormonal changes/ mood swings"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery ((B)(6) 2009 bilateral tubal ligation us open laparoscopy, retrieval of inner essure coil on left side.), surgery ((B)(6) 2009 bilateral tubal ligation us open laparoscopy, retrieval of inner essure coil on left side.) And surgery ((B)(6) 2009 bilateral tubal ligation us open laparoscopy, retrieval of inner essure coil on left side.). Essure was removed on (B)(6) 2009. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, menstrual disorder, dyspareunia, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, vaginal discharge, the last episode of dysmenorrhoea, pyrexia, fatigue, abdominal pain and abdominal pain lower outcome was unknown and the mood swings, depression and anxiety had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device breakage, device dislocation, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pyrexia, vaginal discharge, vaginal haemorrhage, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: it was reported that she underwent tubal ligation and device removal due to complications from the essure device. On (B)(6) 2009 patient underwent bilateral tubal ligation using the falope rings through an open laparoscopy, retrieval of inner essure coil on the left side. Insertion details-on the right side the essure was placed in the right tube but then. Removed because too many coils (re than 18 coils) were seen trailing in the endometrial cavity. 06 e second. At the end of the procedure the ends of the coils could be seen both tubes inside the ostia but no coils trailing in the endometrial cavity. Injuries or symptoms were not decreased or resolved following essure removal. Diagnostic results: (B)(6) 2009: hysterosalpingogram: failure to occlude (close) fallopian tubes, malposition of essure device, migration of essure device. The essure had to be removed through emergency surgery. Hysterosalpingogram : distally located left essure device with contrast extending into the left fallopian tube with subsequent spillage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2018: pfs received. Preferred term of event hormonal changes was updated from hormone level abnormal to mood swings. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation (fallopian tube(s))/ migration of essure device location of device: left fallopian tube'), device dislocation ('migration of the device-location of device: left side / failure to occlude (close) fallopian tubes, malposition of essure device, migration of essure device') and uterine perforation ('perforation') in a 34-year-old female patient who had essure (batch no. 627299) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included retained products of conception. Concomitant products included ibuprofen, oral contraceptive nos, paracetamol (tylenol) and salbutamol (albuterol). In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"), pyrexia ("fever") and abdominal pain ("abdominal area pain"). On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 months 3 days after insertion of essure. On (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), abdominal pain lower ("left lower abdominal area"), mood swings ("hormonal changes/ mood swings"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (B)(6) 2009 bilateral tubal ligation us open laparoscopy, retrieval of inner essure coil on left side and (B)(6) 2009 bilateral tubal ligation us open laparoscopy, retrieval of inner essure coil on left side.). Essure was removed on (B)(6) 2009. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, uterine perforation, menstrual disorder, dyspareunia, migraine, headache, nausea, vaginal discharge, the last episode of dysmenorrhoea, pyrexia, fatigue, abdominal pain and abdominal pain lower outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the mood swings, depression and anxiety had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device breakage, device dislocation, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pyrexia, uterine perforation, vaginal discharge, vaginal haemorrhage, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: it was reported that she underwent tubal ligation and device removal due to complications from the essure device. On (B)(6) 2009 patient underwent bilateral tubal ligation using the falope rings through an open laparoscopy, retrieval of inner essure coil on the left side. Insertion details-on the right side the essure was placed in the right tube but then. Removed because too many coils (re than 18 coils) were seen trailing in the endometrial cavity. 06 e second. At the end of the procedure the ends of the coils could be seen both tubes inside the ostia but no coils trailing in the endometrial cavity. Injuries or symptoms were not decreased or resolved following essure removal. Treatment received for pain, breakage,bleeding, perforation, migration. Diagnostic results: (B)(6) 2009 : hysterosalpingogram : failure to occlude (close) fallopian tubes, malposition of essure device, migration of essure device. The essure had to be removed through emergency surgery. Hysterosalpingogram : distally located left essure device with contrast extending into the left fallopian tube with subsequent spillage quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events added: perforation: uterus. Outcome of previously added events abnormal bleeding(vaginal) and menorrhagia were updated to recovered. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation (fallopian tube(s))/ migration of essure device location of device: left fallopian tube'), device dislocation ('migration of the device-location of device: left side / failure to occlude (close) fallopian tubes, malposition of essure device, migration of essure device') and uterine perforation ('perforation') in a (B)(6) female patient who had essure (batch no. 627299) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included retained products of conception. Concomitant products included ibuprofen, oral contraceptive nos, paracetamol (tylenol) and salbutamol (albuterol). In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"), pyrexia ("fever") and abdominal pain ("abdominal area pain"). On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 months 3 days after insertion of essure. On (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), abdominal pain lower ("left lower abdominal area"), mood swings ("hormonal changes/ mood swings"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery ((B)(6) 2009 bilateral tubal ligation us open laparoscopy, retrieval of inner essure coil on left side and (B)(6) 2009 bilateral tubal ligation us open laparoscopy, retrieval of inner essure coil on left side.). Essure was removed on (B)(6) 2009. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, uterine perforation, menstrual disorder, dyspareunia, migraine, headache, nausea, vaginal discharge, the last episode of dysmenorrhoea, pyrexia, fatigue, abdominal pain and abdominal pain lower outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the mood swings, depression and anxiety had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device breakage, device dislocation, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pyrexia, uterine perforation, vaginal discharge, vaginal haemorrhage, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: it was reported that she underwent tubal ligation and device removal due to complications from the essure device. On 17-mar-2009 patient undewent bilateral tubal ligation using the falope rings through an open laparoscopy, retrieval of inner essure coil on the left side. Insertion details-on the right side the essure was placed in the right tube but then. Removed because too many coils (re than 18 coils) were seen trailing in the endometrial cavity. 06 e second. At the end of the procedure the ends of the coils could be seen both tubes inside the ostia but no coils trailing in the endometrial cavity. Injuries or symptoms were not decreased or resolved following essure removal. Treatment received for pain, breakage,bleeding, perforation, migration. Diagnostic results: 14-mar-2009 : hysterosalpingogram : failure toocclude (close) fallopian tubes, malposition of essure device, migration of essure device. The essure had to be removed through emergency surgery. Hysterosalpingogram : distally located left essure device with contrast extending into the left fallopian tube with subsequent spillage quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. New events added: perforation: uterus. Outcome of previously added events abnormal bleeding(vaginal) and menorrhagia were updated to recovered. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(4) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menstrual disorder ("menstruation issues") and dyspareunia ("dyspareunia"). The patient was treated with surgery (device removal due to complications from essure device). Essure was removed. At the time of the report, the device dislocation, pelvic pain, menstrual disorder and dyspareunia outcome was unknown. The reporter considered device dislocation, dyspareunia, menstrual disorder and pelvic pain to be related to essure. The reporter commented: it was reported that she underwent tubal ligation and device removal due to complications from the essure device. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.